Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fine fiber was identified in an intravia container. This was identified after compounding with normal saline to test if the fiber was from the sodium bicarb. The fiber was described as a clear hair like strand. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a fine fiber floating in the solution. The reported condition was verified. The cause was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.